Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: both top and bottom gel stent was examined under magnification.the hydrated gel stent was observed to have obstruction at the ac end of the lumen. Additionally, the gel stents observed and confirmed to have been cut by the physician during surgery. The reported complaint of the xen glaucoma treatment system (gts) was confirmed. Based on the DHR review the reported complaint was not caused by a manufacturing defect or issue. The manufactured xen systems are 100% tested and inspected. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional (hcp) reported they implanted a xen®45 gts in a patient's left eye. A month and a half month later, patient intraocular pressure (iop) noted to have increased to 23 mmhg. Two months post-op, hcp opened the conjunctiva and found xen®45 gts was not draining. Hcp tried to cut out a small part of the gel stent end to attempt to eliminate factor blocking but still unable to establish the drainage channel so hcp implanted a 2nd xen®45 gts and close the conjunctiva. Pressure decrease and event resolved. Approximately a week and a half later, the pressure increased to 26 mmhg. Hcp performed the same procedure without success so hcp implanted a third xen. Approximately three and a half months later, iop increased to 34 mmhg. Hcp opened the conjunctiva and noted the same issue, the xen was not draining so a fourth xen was implanted. During the fourth xen implant surgery, the first and the second xen were explanted. Hcp noted that the end of the gel stent in the anterior chamber was not obstructed by either iris or blood clot. Patient now has the third and fourth xen in the left eye with one functioning fourth xen. Event has been resolved. This is the same patient reported under MDR ID# 3011299751-2021-00052 (allergan complaint #(B)(4) and MDR ID# 3011299751-2021-00053 (allergan complaint #(B)(4). This MDR is being submitted for the first xen®45 gts.

Manufacturer narrative:
Device manufacture date.: march 2020. Health effect: impact codes: f15. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. High intraocular pressure is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported they implanted a xen®45 gts in a patient's left eye. A month and a half month later, patient intraocular pressure (iop) noted to have increased to 23 mmhg. Two months post-op, hcp opened the conjunctiva and found xen®45 gts was not draining. Hcp tried to cut out a small part of the gel stent end to attempt to eliminate factor blocking but still unable to establish the drainage channel so hcp implanted a 2nd xen®45 gts and close the conjunctiva. Pressure decrease and event resolved. Approximately a week and a half later, the pressure increased to 26 mmhg. Hcp performed the same procedure without success so hcp implanted a third xen. Approximately three and a half months later, iop increased to 34 mmhg. Hcp opened the conjunctiva and noted the same issue, the xen was not draining so a fourth xen was implanted. During the fourth xen implant surgery, the first and the second xen were explanted. Hcp noted that the end of the gel stent in the anterior chamber was not obstructed by either iris or blood clot. Patient now has the third and fourth xen in the left eye with one functioning fourth xen. Event has been resolved. This is the same patient reported under MDR ID# 3011299751-2021-00052 (allergan complaint # (B)(4)) and MDR ID# 3011299751-2021-00053 (allergan complaint # (B)(4)). This MDR is being submitted for the first xen®45 gts.